Event description:
A report was received that the patient underwent a lead revision due to several high impedance contacts on the lead. During the revision, the physician believed the lead to be fractured and explanted the device. The patient was implanted with a new lead and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 7 inches from the distal end, where the lead appears to have been sutured. Cables #2-#5 and #10-#13 were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.

Event description:
A report was received that the patient underwent a lead revision due to several high impedance contacts on the lead. During the revision, the physician believed the lead to be fractured and explanted the device. The patient was implanted with a new lead and is reportedly doing well.